Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during the procedure the doctor tried to deploy the angio- seal anchor from the catheter, however it never released into the patient. Additional information was received 15 january 2020: the procedure was a leg atherectomy case. A pre-deployment angiogram was done. Initially a 5fr sheath size was used and eventually was switched up for a 6 fr destination sheath. The doctor tried to deploy however the anchor never deployed. When it was taken out of the patient to make sure nothing was left, the anchor was still in there. Manual compression was held to achieve hemostasis. There was minimal blood loss, less than 250 cc. Patient was stable. Procedure was successful.